Manufacturer narrative:
The customer reported getting a shock/pacer equipment malfunction. On 10/27/09, the hospital biomed reported that he had evaluated the device. Replacing this therapy pca resolved the reported issue.

Event description:
The customer reported getting a shock/pacer equipment malfunction.